Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 5107169. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Safety mechanism on 20 g IV catheter prematurely engaged during IV insertion causing the needle to retract before IV was in place. As a result, the rn had to complete a second IV attempt. Rn experienced the same issue with another IV insertion earlier in the day. 20 g x 1.16in IV catheter item #16427 ref#: 381434. In response to your question regarding whether this involved a different patient, I confirmed with the rn that it was indeed a separate patient.¿